Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00169: screw.

Event description:
At some point postoperatively, a screw backed out of the plate implanted on the bone. The screw was explanted on (B)(6) 2018.